Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, fibromyalgia, psychological trauma, vaginal discharge, fatigue, migraine, headache, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fibromyalgia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : previously reported event "injury" was updated to "dyspareunia (painful sexual intercourse)", events- "dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fibromyalgia, psych injury, vaginal discharge, fatigue, migraines, headaches, plaintiff did not undergo essure confirmation test, bladder/urinary problems" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.